Manufacturer narrative:
Additional information was received for this case: a valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm in length thoracic dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm diameter thoracic aortic aneurysm. It was reported that approximately 10 days post procedure, the patient presented emergently. It was reported that the patient had a sudden cardiac arrest and expired. The physician has stated that the cause of the event cannot be determined. No additional clinical sequelae was reported.